Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument exhibited macroscopic breaking of the branches¿ articulation (the black cable was visible outside of the branches). No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment missing, broken off, detached from a portion of the instrument that enters the patient. There was no damage to the black cable observed. No photos of the instrument were available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the distal end.